Event description:
Affiliate reported that the customer was hospitalized due to high blood glucose. Affiliate also reported that the customer had scar tissue at the abdomen area. Advised customer to use hip area as insertion area instead. Customer changed the infusion set after three days. Also advised customer to change the infusion sets every one to two days.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.